Manufacturer narrative:
Manufacturer's investigation conclusion: although the account confirmed the presence of a thrombus formation between the outflow graft lumen and outflow graft bend relief via a computerized tomography scan, the reported outflow graft twist with thrombus material between the outflow graft lumen and outflow graft bend relief cannot be conclusively determined through this investigation as no images were provided by the account and no product was returned for evaluation. The patient was seen by the hospital due to low flow alarms, where the doctors were suspicious of a possible twist along with thrombus material between the outflow graft lumen and outflow graft bend relief. A computerized tomography scan was performed and confirmed the presence of thrombus between the outflow graft lumen and outflow graft bend relief; however, the twist was not confirmed. The low flow alarms reportedly improved due to the placement of a stent inside the outflow graft lumen along with the cleaning of the thrombus material. The patient remains ongoing on heartmate 3 left ventricular assist system and no further events have been reported at this time. The heartmate 3 left ventricular assist system instructions for use instructs the user to verify that the graft is not twisted or kinked by checking the position of the black line on the graft above and below the bend relief and ensuring that the line is straight. This document also outlines the steps required to attach the outflow graft clip. The relevant sections of the device history records were reviewed and showed no deviation from manufacturing or quality assurance specifications. The implant kit shipped on 24oct2017. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is complete.

Event description:
It was reported that the patient went to the hospital due to low flow alarms. The patient was evaluated and doctors suspected a outflow graft twist with thrombus formation between the outflow graft and bend relief. The patient was returned to the operating room to place the outflow graft clip and clean the thrombus formation. It was later reported that a stent was placed inside the outflow graft and the patient improved.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported outflow graft twist was confirmed via the evaluation of the submitted image, which could have contributed to the low flow alarms. The patient was seen by the hospital due to low flow alarms, where the doctors were suspicious of a possible twist along with thrombus material between the outflow graft lumen and outflow graft bend relief. A computerized tomography scan was performed and confirmed the presence of thrombus between the outflow graft lumen and outflow graft bend relief. The low flow alarms reportedly improved due to the placement of a stent inside the outflow graft lumen along with the cleaning of the thrombus material. The patient remains ongoing on heartmate 3 left ventricular assist system, serial number (B)(6), and no further events have been reported at this time. The relevant sections of the device history records were reviewed and showed no deviation from manufacturing or quality assurance specifications. The implant kit shipped on 24oct2017. The heartmate 3 left ventricular assist system instruction for use contains the following information: section 1 outlines speed, power, flow, and pulsatility. Section 4 describes the pump flow display and states that the low flow hazard alarm will be triggered when pump flow is less than 2.5 liters per minute (lpm). This section explains that changes in patient conditions can result in low flow. Section 5 contains information on preparing the sealed outflow graft and explains that prior to implantation, the bend relief should be disengaged from the graft for the de-airing procedure. This document instructs the user to stretch the graft completely and then measure and cut the sealed outflow graft to the appropriate length. Section 5 instructs the user to verify that the outflow graft is not twisted or kinked by checking the position of the black line on the graft above and below the bend relief and ensuring that the line is straight. The user is cautioned: "do not rotate/twist the sealed graft. Check the alignment of the black line on the graft to verify that the sealed graft is not twisted or kinked." Section 5 also explains how to attach the bend relief once the vent needle has been removed from the sealed outflow graft and leaks have been ruled out. This document cautions: "the sealed outflow graft must not be kinked or positioned where it could abrade against a pump component or body structure" and "stretch the sealed outflow graft completely prior to measuring and cutting the graft to the appropriate length." Section 7 outlines all system alarms and the recommended actions associated with them. No further information was provided. The manufacturer is closing the file on this event.